Manufacturer narrative:
(B)(4) date sent to the FDA: 02/11/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an episiotomy/lateral perineal incision on (B)(6) 2016 and suture was used. One or two weeks post-operatively, the patient experienced an absorption issue and a sense of tension and went back to the hospital for examination. It was found that the suture at the wound site was still intact with white color. When the suture was removed with scissors, it needed force to cut it short and the patient experienced pain. Additional information has been requested.